Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reports that they have been using manipler 35w for several months but the product: does not close properly, does not adapt the skin nicely (plastic surgeons). No further information has been provided.

Manufacturer narrative:
B5: additional information added. D4: batch number not available. Possible batch involved: u238019300. Summary of investigation: there are no previous complaints of the possible code-batch reported. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. However, samples in-house have been tested: 1)silicon sheet slide striking test the "silicone sheet slide striking test", which involves a higher load than actual use in clinical practice, was performed. As a result, no abnormality was observed even after 10 strikes were performed. 2)urethane striking test after the slide striking test was performed, the staples were reloaded and tested for launching into the urethane rubber which is normally used in testing. All staples were driven out, but no abnormalities were observed. 3)wire rod receiving inspection the "wire rod receiving inspection sheet" was checked. As a result, no abnormality was found in bending strength. Therefore, the possibility of molding defects caused by staples is considered low. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples are received for analysis. Final conclusion: final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional information: our field sales representative has contacted the complaint reporter and the divisional managers. According to the feedback from the users, the issue is that the doctors are not satisfied with the handling of the product and not that the product is faulty. Further contact with the relevant departments has revealed that this is not a product complaint, the product has always worked. The doctors only criticized the handling.